Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and installed the latest software revision on the customer installed graphical user interface (gui) central processing unit (cpu). The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the customer replaced the ventilator's graphical user interface (gui). There is no report of patient involvement.

Manufacturer narrative:
(B)(4).